Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains ongoing with the implanted device and the tunneling bullet was not returned for evaluation. However, the manufacturer has identified a potential leak flow path when the nose cone of the tunneler is bent away from the body of the bullet and is currently addressing this situation through the manufacturer's corrective/preventative action system to eliminate this fluid leak path contamination of the lvas driveline connector. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while in the operating room (or) during implant, the surgeon stated that the tunneling bullet appeared to leak blood into and around the area of the pins. The connection was cleaned and the surgeon continued on with the implant.